Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018. The customer¿s blood glucose was 575 mg/dl at the time of the incident and current blood glucose was 199 mg/dl. The customer was treated with insulin drip and manual injections. The customer reported that they received a motor error alarm. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test, self test, unexpected restart error test and the dat test at 0.08750 inches. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm noted during bolus/basal delivery. Insulin pump was unable to prime during prime test due to faulty force sensor resistance (gold). Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Unable to verify excessive no delivery alarm due to prime anomaly. The motor was tested outside of the unit and passed. Insulin pump uploaded properly using carelink. Insulin pump had minor scratched display window, scratched reservoir tube window cracked reservoir tube lip and a stained end cap sticker. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.